Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that once the device is "turned on for a few minutes, it stops taking measurements". There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was found to have broken tb20 connector pin solder points. This resulted in open connections on the pins and a "replace sensor" error message to be displayed on the device. Health effect impact code: 4650: no adverse event, no patient impact.

Event description:
The customer reported that once the device is "turned on for a few minutes, it stops taking measurements". There was no patient impact or consequence reported.